Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent cystoscopy preoperatively for hematuria , resection of mesh, and ureteral patency on (B)(6) 2008 due to pelvic pain with exposed and scarred mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2008 and (B)(6) 2008.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6). It was reported that the patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6). It was reported that the patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 12/04/2007 and mesh was implanted concurrently with enterocele repair with modified mccall¿s culdoplasty; due to symptomatic pelvic relaxation and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 and (B)(6) 2008. No additional information was provided. (B)(4).